Event description:
It was reported that the patient exchanged their system controller due to a backup battery (ebb) fault/ replace backup battery alarm. Log files were sent for review. The patient had gone to the clinic for a regular scheduled visit. The ebb was then replaced in the controller that had alarmed. The event log file recorded a backup battery fault event at (B)(6) 2024 at 7:06:19. This event appeared to have occurred after the system controller attempted a load test. It was noted that the event log file recorded a driveline_disconnect on (B)(6) 2024 at 8:06:39.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via the submitted log files. On 26aug2024 at 07:06:18, the log file captured backup battery fault alarms due to the backup battery not passing the load test. The backup battery did not pass the load test due to the unloaded voltage being below the passing threshold. The backup battery fault alarms remained active until the driveline and power cables were disconnected at 08:11:44. The system controller was reconnected to power at 08:15:37 before being disconnected again shortly after 12:08:11. This series of events is consistent with a system controller exchange. The alarms did not impact the system controller¿s ability to support the pump. There were no other notable events captured on the reported event date in the log file. The provided information indicated the patient exchanged their system controller outside the clinic. After the patient came into the clinic for a routine visit, the backup battery was exchanged. Multiple attempts were made to obtain additional information regarding any product return; however, no additional information was provided, and to date, no product has returned for further analysis. A root cause for the reported event was not conclusively determined through this analysis. A corrective action was opened to further investigate this issue. The device history records were reviewed and the records reveals that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instructions for use (rev. A) was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, describes the visual and audible alarms associated with the backup battery faults and how to resolve them. The heartmate 3 instructions for use, section 2, entitled ¿system operations¿, includes how to perform a self-test on the system controller. It notes the importance of doing the test daily to ensure alarms are functional. This section also advises the user to have a caregiver present during a system controller exchange and/or to call a hospital contact if instructed. The heartmate 3 patient handbook (rev. D) was available for use at the time of the event and cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.